Event description:
Invalid result(s). The customer stated, " this entire batch of boxes was invalid! Nine of the tree tests worked!! And walmart will not return."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon toconduct an investigation.any additional information received by acon may be provided to FDA in a follow-up MDR.